Event description:
General report received of an unspecified number of undocumented incidents of air in the tubings. The solusets were primed with normal saline in the preoperative holding area for use during surgery. The anesthetists reported that after unspecified lengths of time in use, the solusets emptied. At this time, it was reported the ball check valves in the drip chambers below the solusets did not close and unspecified volumes of air was noted distal to the drip chambers. It was reported that no air was delivered to the pts. There were no reported adverse pt effects and no reported delays in therapies critical to these pts. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
One used device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).